Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for investigation. Final analysis found an external insulation abrasion exposing the outer coil at 27.2cm - 27.6cm from the distal tip consistent with lead friction to another device or feature of the heart. All other damage found was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.